Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after intubation, the patient's pulse oxygen did not improve significantly and was at 87%. Upon examination, it was found that the cuff of the endotracheal tube had a leak, resulting in poor ventilator-assisted ventilation for the patient, so the tracheal tube was removed and replaced. Subsequently, the patient's pulse oxygen slowly increased to 97%. Inspection revealed a 1 mm hole in the balloon of the original tracheal tube. This event mainly led to the patient's pulmonary ventilation failure, prolonged the patient's tissue hypoxia time, and might cause the patient to develop hypoxic-ischemic encephalopathy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after intubation, the patient's pulse oxygen did not improve significantly and was at 87% for five minutes. Upon examination, it was found that the cuff of the endotracheal tube had a leak, resulting in poor ventilator-assisted ventilation for the patient, so the tracheal tube was removed and replaced. Subsequently, the patient's pulse oxygen slowly increased to 97%. Inspection revealed a 1 mm hole in the balloon of the original tracheal tube. This event mainly led to the patient's pulmonary ventilation failure, prolonged the patient's tissue hypoxia time, and might cause the patient to develop hypoxic-ischemic encephalopathy.